Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. The patient reported a rash under the lifevest. He reported that he spoke to his doctor and they decided that he would not wear the lifevest during the day as the rash was not improving. The final medical outcome of the rash is unknown. There was no alleged device malfunction.